Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer's representative (rep) the consumer starting recharging the second day pos t-op, and had recharged two to three times in a week after having their implantable neurostimulator (ins) replaced because they used voltages in the range of 8 to 9.5 volts, however pocket swelling prevented a very good connection with a max number of two to four coupling boxes. It was further reported the consumer used the recharger antenna directly on the wound without any gauze or other bandages between the paddle and skin to try to get a better connection. The consumer was originally scheduled to meet with the hcp on (B)(6) 2016 but instead they met with them on (B)(6) 2016 because they had drainage, pain, and an infection at the wound pocket site. As a result the hcp prescribed levofloxacin 750 mg once a day for 14 days, plus a topical 2% mupirocin ointment that was to be applied three to four times a day with a cotton swab, and was ordered to not recharge the ins until the infection was clear. No swabs of the site were taken, and no cultures were sent from the pocket wound. It was noted the consumer had been to the clinic before with hygiene issues and needing to shower, as well as several dogs and sugar baby squirrel type creates that slept with them. A wound check was performed on (B)(6) with the doctor's report noting a decreased redness and no drainage. The consumer was ordered to continue their oral antibiotics and topical cream. A staple removal/wound check was scheduled for (B)(6) 2016. It was unknown if the issue was currently resolved. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the infection was resolved as there was no redness, edema, drainage, fever, or chills noted. The consumer stated they used a "veterinarian prescribed topical ointment, quickderm, on their wound once the oral antibiotics were completed, and the wound closed with no problems." It was noted the physician was aware of this per the consumer. It was further reported the swelling had also resolved so the consumer was able to recharge with six to eight coupling boxes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.